Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 26 in the mouth, it had not yet achieved integration. Clinician reported a diseased mucous membrane, mobility, bleeding, inflammation, hypersensitivity and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 weeks after the dental implant was placed in ada site 26 in the mouth, it had not yet achieved integration. Clinician reported a diseased mucous membrane, mobility, bleeding, inflammation, hypersensitivity and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-op complications.